Event description:
It was reported that during a follow up, the right ventricular lead exhibited loss of capture and high thresholds. During the lead revision procedure, an insulation anomaly was noted. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.